Event description:
It was reported that via a merlin.net transmission, it was observed that patient received inappropriate anti tachycardia pacing therapy for an supraventricular tachycardia. Reprogramming was recommended. Patient was scheduled to come in to clinic for a device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.